Manufacturer narrative:
Best guess of date of event: (B)(6) 2018.

Event description:
According to the complaint, blood sprayed out from the syringe due to a crack in the syringe. The blood hit the wall and thus no user was hit by the blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.

Manufacturer narrative:
It has come to our attention during a review of the case on (B)(6) 2018, that the final report included information on the root cause analysis of the affected device, but did not include the root cause investigation from the related CAPA. The root cause of the problem could not be established for the specific device, as the device was discarded by the user. However, according to the CAPA, the root cause was a manufacturing problem resulting in damage to the pouches during assembly of the solution pack. The following counter measures were implemented: update of the manufacturing process. Update of the manufacturing work instructions. Training of the operators according to the updated work instructions. Following the implementation, the effectiveness check has now been successfully completed.